Event description:
It was reported that through remote transmission, the device was found to be in backup vvi mode. The asymptomatic patient was brought into the clinic and the device was restored to normal function successfully. The patient will continue to be followed normally.